Event description:
Customer called via phone call, the insulin pump kept alarming no delivery during fill process. Customer stated she had to change the complete set two to four times before it worked. Troubleshooting was not performed as customer had resolved the issues with a complete set change. Customer did not recall blood glucose level. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.